Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, patient underwent the following procedures: left l3-4 lumbar laminotomy, foraminotomy. Left l4-5 lumbar laminotomy, foraminotomy, medial facetectomy, diskectomy. Transforaminal lumbar interbody fusion l4-5, left using interbody cage and interlaminar fusion device l4-l5. Intraoperative monitoring using somatosensory evoked potential ¿mep¿. Localization of l4-5 level with lateral c-arm fluoroscopy. Preoperative, postoperative diagnosis: grade 1 spondylolisthesis l4-5. Left lumbar radiculopathy. Severe spinal stenosis l3-4 and l4-5 per op-notes: at this point, a t- plus interbody fusion device 10x 27x20x10 mm was selected. It was filled with rhbmp-2/acs bone graft and implanted with l4-5 and countersunk and rotated with good fit and distortion. Ap and lateral film showed good placement of the device. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.